Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called after receiving the recall letter. The customer stated that she was hospitalized back in 2010 due to mild diabetic ketoacidosis. The customer stated she was drained and was starting to get sick. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. No damage to the drive support cap noted. Nothing further was reported.